Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by baxter employed health professional from (B)(6) of patient made mistake/ break in aseptic technique (coded to peritoneal dialysis complication) and peritonitis a (B)(6) male patient coincident with dianeal ultrabag (dianeal_1.5% and 2.5% pd2_solution for peritoneal dialysis_bag, pvc) therapies. On an unreported date, the patient began treatment with dianeal ultrabag 1.5% and dianeal ultrabag 2.5% therapies, intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer service, the following was reported. On an unreported date, the patient made mistake/ break in aseptic technique. On (B)(6) 2012, the patient experienced peritonitis. The cause of peritonitis was patient made mistake/ break in aseptic technique. The patient was treated with unspecified remedial therapy. It was not reported if the patient was hospitalized for the events.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique issue and peritonitis. Complaint is confirmed because consumer reported break in aseptic technique by patient. The assignable cause is undetermined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.